Event description:
It was reported that this inflatable penile prosthesis exhibited fluid loss from the reservoir due to an unknown reason. The device was explanted and replaced. No patient complications were reported.